Event description:
I.m. Nail broke one year post surgery requiring replacement surgery. Dr.'s review of the surgical records determined the cause to be non-union complicated by use of cerclage wires which devascularized the bone.